Event description:
During removal of metastatic spinal tumor, with primary diagnosis of esophageal ca, a small curette head broke off and lodged in the pt tissue. This piece was unable to be found so the wound was closed, since it was felt continuing to search would be more risky than leaving the particle in the pt. Last op xray identified the particle in the space between the spinal column and the lung pleura.